Event description:
A caller reported a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on blood glucose levels. No additional information was received regarding the outcome of the event as the caller declined interest in obtaining an out-of-warranty loaner pump.